Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok buttons were intermittently unresponsive and required hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the keypad buttons¿ intermittently response was not duplicated; all of the keypad buttons responded appropriately. The keypad was removed and there was no evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.